Manufacturer narrative:
We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-op issue occurred on (B)(6) 2018: according to the info reported, surgeon was going to remove the trial stem (code and lot# unknown) and the trial humeral body (code 9013.52.021 lot# 15aa016) after trialing. He faced some difficulties while connecting the handle with the reverse adaptor sleeve (reverse adaptor sleeve: code 9013.52.141, lot# 15aa423c) to the trial humeral body, so eventually he removed it from the stem. He then tried to put the trial humeral body back on the trial stem, but the two components did not engage. It was reported to us that a small fixation nub, inside of the trial humeral body, broke off preventing surgeon from connecting it with the trial stem. He eventually used a quick connection stem impactor to remove the trial stem. The issue caused 30 minutes of prolonged surgery time. Event happened in the us.